Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit overheated. The unit was swapped out to continue therapy. There was no harm reported.

Event description:
N/a

Manufacturer narrative:
Updated sections: a2, a3, b4, g6, h2, h10, h11 corrected section: e1, e2.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. In order to solve the issue, the fse conducted an in-house verification, where it was found that the compressor was the cause. Therefore, the fse replaced the compressor scroll, temp sensor, muffler 1/8 npt and muffle <100 micron. The fse also replaced the executive processor pcba as it was due for replacement. Then, the fse performed all functional and safety checks to meet factory specification. The unit was then returned to the customer and cleared for clinical use. The following investigation was performed by a technician of the maquet national repair center (nrc). The national repair center installed the compressor scroll in to the cardiosave test fixture and tested the compressor scroll to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the overheat alarm of the compressor scroll. The compressor passed the performance test. Retaining the compressor scroll in the nrc as per procedure. If further investigation is not required, the compressor scroll shall be scrapped. The following investigation was performed by a technician of the maquet national repair center (nrc). The national repair center installed the temperature sensor probe, in to the cardiosave test fixture and tested the temperature sensor probe to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the overheat alarm of the temperature sensor probe. The temperature sensor probe passed the performance test. Retaining the temperature sensor probe in the nrc as per procedure. If further investigation is not required, the temperature sensor probe shall be scrapped.

Event description:
N/a